Manufacturer narrative:
The device has not ben returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/25/2016, the reporter contacted animas alleging the patient¿s blood glucose that day was 500 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that the pump experienced a no-power issue. This complaint is being reported because the reported heath event was attributed to an alleged device malfunction.